Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The needle failed to retract completely, and the applicator got stuck. After the patient had removed the applicator and sensor, he noticed pain and bleeding at the insertion site, along with a bump. He confirmed part of the sensor wire was still visible on the bottom of the sensor. He went to a hospital the same day where an ultrasound and x-ray were obtained. Local anesthesia was used at the site for sensor wire removal. At the time of the report, the site was healing, and the patient was in good condition. No product was provided for evaluation. Confirmation of the allegation was confirmed based on the reported successful removal of the retained sensor wire via local anesthesia on (B)(6) 2020. No additional patient or event information is available.